Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with recurrent lumbar disc herniation with lumbar instability and underwent the following procedures: excision recurrent lumbar disc. Posterior lumbar interbody fusion using structural allograft and machine dowels. Applications of bone morphogenic protein. As per op-notes, "attention was then turned to the left side where the cutter and the channeler were also used to tap into the 5/1 interspace for decortication and application of the bone dowel. Once this was done, bone morphogenic protein was packed into the lateral aspects of the bone dowels and in the interspace between the two bone dowels. Placement of all allograft was confirmed fluoroscopically.¿ the patient tolerated the procedure well without any intraoperative complications.